Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that the patient experienced autoreducing due to high impedance on all contacts on the lead and trial leads were implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention wherein the scs paddle lead was explanted and replaced to address the issue.